Manufacturer narrative:
Correction for h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during post-operation a pipeline device was found to have thrombosis in the device. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the para-ophthalmic segment. It was noted the patient's vessel tortuosity was moderate. There was no patient symptoms or complications associated with the flow diversion implantation event. Dual antiplatelet therapy (dapt) was administered. The angiographic result post-procedure was equivalent to baseline. The patient status at the time of the report is deceased as of (B)(6) 2026. It was reported that patient was found unresponsive at home. Subsequent imaging revealed thrombosis of the pipeline device, resulting in a major ischemic stroke. The patient later died. The pipeline was not used for an indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU). It was noted that there was no alleged product issue. Ancillary devices include a non-medtronic (neuron max) guide catheter, a phenom plus guide catheter, phenom 27 microcatheter, and a non-medtronic (synchro 2) guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.